Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/25/2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the data log found firmware errors. . Functional testing was unable to be performed because the firmware error found on the receiver was not found in the current software. The reported event that the receiver ceased to function was confirmed through log review. A root cause could not be determined.